Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronics. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that the screen was cloudy. The customer also reported that the insulin pump had a constant beeping. The customer reported that the insulin pump would not turn on. The customer's blood glucose was 171 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.